Manufacturer narrative:
(B)(4).

Event description:
UDI related data quality updates only: on may 31, 2023, customer from brazil, reported to ge healthcare field service engineer that in some positions of the innova igs530 autoright omega 5_3 the dose is slightly above the maximum limit. No injury was reported.